Event description:
It was reported that during meniscus repair surgery, the fast fix's t1 was deployed, but t2 couldn't be deployed. T1 and t2 were left secured to the meniscus root part. The procedure was completed using a backup device. There was a delay of under 30 min reported and no injury to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
G4, h2, h3, h6. The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for examination. The delivery needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device instructions for use under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing, risk and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Per report, prior to a meniscus repair on a 15-year-old female, one x-ray labeled prior to surgery was provided of bilateral full legs. During the repair of the meniscus, the fast fix's t1 deployed, but t2 could not be deployed. T1 and t2 were left secured to the meniscus root part. The procedure was completed using a backup device. There was a delay of under 30 min reported and no injury to the patient. Two x-rays labeled post-surgery were provided. According to the product evaluation, the device would not function properly due to the bent needle. Per the IFU per the device IFU 10600499 under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. There were no indications that would suggest that the device did not meet product specifications. Conclusion: the provided post-operative x-rays (lat and ap) do not show the anchors within the meniscus and do not provide an insight to the root cause. Based on the information provided and the product evaluation, the root cause of the t2 non-deployment was likely due to a procedural/vs user error. The t1 and t2, were secured to the meniscus root part, micromotion/migration is unlikely. Per report, a backup was used, there was a delay of <30 minutes and no injury to the patient. Therefore, no further clinical/medical assessment is warranted at this time. Approved by justin templeton md on 4/28/2020. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Mimb closure: reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. Conclusion: the provided post-operative x-rays (lat and ap) do not show the anchors within the meniscus and do not provide an insight to the root cause. Based on the information provided and the product evaluation, the root cause of the t2 non-deployment was likely due to a procedural/vs user error. The t1 and t2, were secured to the meniscus root part, micromotion/migration is unlikely. Per report, a backup was used, there was a delay of <30 minutes and no injury to the patient. Therefore, no further clinical/medical assessment is warranted at this time. Approved by justin templeton md on (B)(6) 2020.